Event description:
It was reported that the patient cable was very dirty and the top housing had yellow discoloration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4 expiration date: a device expiration date was inadvertently included in the previous report. Device expiration date is not applicable for heartmate mobile power unit (mpu). Manufacturer's investigation conclusion: the reported event of discoloration to the mpu patient cable and housing were confirmed. During the evaluation of the returned mpu, serial (B)(4), the patient cable was noted to be discolored all throughout the cable and at the rubber encasing. The mpu top housing was also discolored. The system powered up and functioned as intended. The patient cable and top housing were replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.